Event description:
As stated by the customer (B)(4) 2012: caregiver had the lift and were going down the hall to use, turned on/off switch on and the lift started raising on its own, lift would not stop raising and extended beyond its upper limit causing outer actuator housing to extend out of worm gear. At that point, smoke was coming out of on/off switch and battery was removed from lift to cut power supply. No patient was involved and no injuries reported. Unit has been taken out of service and has been dissembled by facility.

Manufacturer narrative:
This report is being filed under exemption by arjohuntleigh, inc. (B)(4) on behalf of the manufacturer arjo (B)(4). Additional information will be provided upon completion of the manufacturer's investigation.